Event description:
Per the clinic, the patient experienced poor performance with device since activation with no auditory potentials or sensations. It was also reported that the patient has vestibula schwannoma which requires multiple mris. Subsequently, the device was explanted on (B)(6) 2025.

Manufacturer narrative:
Device analysis report.